Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open congenital heart procedure, after 3 hours during the anastomoses, the thread broke. The incision was extended due to the product issue. An alternative product was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open congenital heart procedure, after 3 hours during the anastomoses, the thread broke. The incision was extended due to the product issue. An alternative product was used to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open congenital heart procedure, after 3 hours during the anastomoses, the thread broke. The incision was extended due to the product issue. An alternative product was used to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted two needles and one suture. The needles were parked in the foam, and the sutures were coiled within the retainer. When pmv tried to remove the suture, it was found that the suture was in four pieces. A large cut was made in the foil which extended to the retainer. From the way the suture was cut, it appears that the cut into the retainer was the cause of the broken suture. Functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.